Event description:
It was reported that shaft break occurred. A 12mm x 4.50mm nc quantum apex¿ balloon catheter was selected for use to dilate the lesion. However, the physician noted that the device was broken prior to use. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).